Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial pressure alarm occurred during a routine hemodialysis treatment. The operator attempted to rinseback the patient's blood; however, the arterial needle popped out of the fistula resulting in an estimated blood loss of 30cc. The access was corrected and rinseback was completed. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to issues with the patient's access. The cycler alarmed appropriately. The operator repositioned the access and completed rinseback as directed per the user's guide. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.